Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and declined to provide any additional information. Reportedly, the customer reverted to manual injections for insulin therapy.